Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), hypersensitivity ("allergic reactions"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("back pain") and nausea ("nausea"). The patient was treated with surgery (underwent hysterosalpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, hypersensitivity, dysmenorrhoea, abdominal pain, dyspareunia, back pain and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 27-nov-2017: summons received. Events " abdominal pain, back pain, painful menstrual cycle, heavy vaginal bleeding are added. Indication added. Essure stop date updated. Reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("adhesive disease - suspect pid"), pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included high cholesterol from 2015 to 2017 and metrorrhagia. Concurrent conditions included ovarian cyst, diabetes, hypertension, obesity, uterine bleeding, tobacco user, asthma since 2013 and pilonidal cyst with abscess. Concomitant products included acetylsalicylic acid (aspirin) since 2013, betamethasone dipropionate since 2014, cholesterol since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3), glimepiride from 2013 to 2016, lisinopril, salbutamol since 2014, simvastatin from 2015 to 2017 and triamcinolone acetonide since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), nausea ("nausea") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal (vaginal bleeding)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding ( menorrhagia)"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type / rashes around navel/skin rash"). In (B)(6) 2014, the patient experienced confusional state ("neurological conditions or problems type: confusion"), vision blurred ("neurological conditions or problems type: lack of focus") and disturbance in attention ("neurological condition -lack of focus"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In 2016, the patient experienced adhesion ("adhesive disease"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain ("I was hurting really bad") and female sexual dysfunction ("intercourse issue"). The patient was treated with naproxen and surgery (hysteroscopy,dilatation and curettage,laparoscopy with the lysisi of adhesions/total abdominal hyste, hysteroscopy, dilation and curretage, laparoscopy with lysis of adhesions. And underwent hysterosalpingectomy / hysterectomy, bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, hypersensitivity, abdominal pain, back pain, allergy to metals, rash, adhesion, mood swings, vulvovaginal mycotic infection, confusional state, vision blurred, depression, anxiety and disturbance in attention outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, fatigue, menorrhagia, weight increased, alopecia, pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, alopecia, anxiety, back pain, confusional state, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, nausea, pain, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. Approximate weight at time of essure placement: 206 lbs. Patient sought treatment for her symptoms current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were reported via medical records-adhesive disease - suspect pid (pelvic inflammatory disease), abdominal pain, fatigue, back pain, dysmenorrhea, dyspareunia, genital hemorrhage, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received. Reporter's information was added. Event added lack of focus,updated outcome of events: menorrhagia, intercourse issue, pain, concomitant drug were added. Concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("adhesive disease - suspect pid"), pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included high cholesterol from 2015 to 2017. Concurrent conditions included ovarian cyst, diabetes, hypertension, obesity, uterine bleeding, tobacco user and asthma since 2013. Concomitant products included acetylsalicylic acid (aspirin) since 2013, betamethasone dipropionate since 2014, cholesterol since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3), glimepiride from 2013 to 2016, salbutamol since 2014, simvastatin from 2015 to 2017 and triamcinolone acetonide since 2014. On (B)(6)2013 , the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("dyspareunia"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and rash ("rashes or skin conditions type / rashes around navel") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In april 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal (vaginal bleeding)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In march 2014, the patient experienced confusional state ("neurological conditions or problems type: confusion") and vision blurred ("neurological conditions or problems type: lack of focus"). In 2016, the patient experienced adhesion ("adhesive disease"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), pain ("I was hurting really bad") and sexual dysfunction ("intercourse issue"). The patient was treated with naproxen and surgery (hysteroscopy,dilatation and curettage,laparoscopy with the lysisi of adhesions/total abdominal hyste, hysteroscopy, dilation and curretage, laparoscopy with lysis of adhesions. And underwent hysterosalpingectomy / hysterectomy, bilateral salpingo-oophorectomy on 13-09-2016). Essure was removed on (B)(6)2016 . At the time of the report, the pelvic inflammatory disease, genital haemorrhage, hypersensitivity, abdominal pain, back pain, allergy to metals, menorrhagia, rash, adhesion, mood swings, vulvovaginal mycotic infection, confusional state, vision blurred, depression, anxiety, pain and sexual dysfunction outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, fatigue, weight increased and alopecia had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, alopecia, anxiety, back pain, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, nausea, pain, pelvic inflammatory disease, pelvic pain, rash, sexual dysfunction, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. Approximate weight at time of essure placement: 206 lbs. Patient sought treatment for her symptoms current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - in march 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records-adhesive disease - suspect pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs received: events: hair loss, mood swings, yeast infection, confusion, lack of focus, depression, anxiety, pain, intercourse issues were added. Event onset date and outcome were updated. Concomitant drugs and conditions were updated. Lab data added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("adhesive disease - suspect pid"), pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included ovarian cyst, diabetes, hypertension, morbid obesity, uterine bleeding and tobacco user. Concomitant products included panadiene co (tylenol #3) and cholesterol since 2014. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), rash ("rashes or skin conditions type") and weight increased ("weight gain / loss specify which one: weight gain"). In april 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal (vaginal bleeding)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), menorrhagia ("abnormal bleeding ( menorrhagia),") and adhesion ("adhesive disease"). The patient was treated with surgery (hysteroscopy,dilatation and curettage,laparoscopy with the lysis of adhesions/total abdominal hyste), surgery (underwent hysterosalpingectomy to remove essure/hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysteroscopy, dilation and curettage, laparoscopy with lysis of adhesions.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, hypersensitivity, abdominal pain, back pain, nausea, allergy to metals, menorrhagia, rash and adhesion outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records-adhesive disease - suspect pid. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: adhesive disease. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("adhesive disease - suspect pid"), pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included ovarian cyst, diabetes, hypertension, morbid obesity, uterine bleeding and tobacco user. Concomitant products included cholesterol since 2014 and panadeine co (tylenol #3). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), rash ("rashes or skin conditions type") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal (vaginal bleeding)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), menorrhagia ("abnormal bleeding ( menorrhagia),") and adhesion ("adhesive disease"). The patient was treated with surgery (hysteroscopy,dilatation and curettage,laparoscopy with the lysisi of adhesions/total abdominal hyste), surgery (underwent hysterosalpingectomy to remove essure/hysterectomy with bilateral salpingo-oophorectom) and surgery (hysteroscopy, dilation and curretage, laparoscopy with lysis of adhesions.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, hypersensitivity, abdominal pain, back pain, nausea, allergy to metals, menorrhagia, rash and adhesion outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records-adhesive disease - suspect pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("adhesive disease - suspect pid"), pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included ovarian cyst, diabetes, hypertension, morbid obesity, uterine bleeding and tobacco user. Concomitant products included panadeine co (tylenol #3). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), hypersensitivity ("allergic reactions"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("back pain"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding ( menorrhagia),"), rash ("rashes or skin conditions type") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysteroscopy,dilatation and curettage,laparoscopy with the lysisi of adhesions/total abdominal hysterectomy with bilateral salpingo-oophorectomy) and surgery (underwent hysterosalpingectomy to remove essure/hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, hypersensitivity, abdominal pain, back pain, nausea, allergy to metals, menorrhagia and rash outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records-adhesive disease - suspect pid. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs: new events: allergy to metals, fatigue, menorrhagia, rash, weight increased, device monitoring procedure not performed,adhesive disease were added. Reporter, patient demographic information, essure lot number, concomitant disease added. On 4-apr-2018: mr received: reporter, concomitant disease added,disease - suspect pid was added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), dyspareunia ("dyspareunia") and nausea ("nausea"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.